Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received the device. The visual inspection of the returned product noted the sulu had been fired. The pushers did not appear to be fully advanced. The middle pusher was only slightly advanced and no staples were present in the reload. Forwarded to engineering for evaluation of the middle pusher not advancing with the top and bottom pushers. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open thoracotomy procedure. Forty percent of the staplers were fired. The stapler partially fired. In order to resolve the issue and complete the case, used another reload. The patient expired during the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapling single use loading unit (sulu). Visual inspection of the device noted the sulu was fully fired. The staple pushers did not appear to be evenly deployed. Engineering reloaded the loading unit with staples and fired it on the appropriate test media. Proper staple formation was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.